Manufacturer narrative:
On 20-apr-2020, mentor received additional information regarding the date of explantation. The revision surgery was cancelled due to the covid-19 situation. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explantation. The revision surgery was postponed due to the patient's pregnancy, and the device remains implanted in. The relevant fields have been updated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: n/a h6 patient code 3191: anisomastia manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explantation. The date was rescheduled from (B)(6) 2020, and the device will be replaced with an allergan breast implant. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate plus profile prosthesis and experienced postoperative right-sided deflation. The patient went in for a consultation, and the diagnosis was confirmed by a healthcare professional. The patient is experiencing possible leak, rippling, and tissue flapping over the right implant. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified breast implants on (B)(6) 2020.